Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 160-250 mg/dl.